Manufacturer narrative:
Device evaluation summary: the reported issue that the base unit displayed an error code 43 after booting up - battery charge failure was verified during preliminary analysis. The instrument is currently under evaluation, and service was not completed at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use (during setup) of a bio-console 560 instrument, it was reported that the base unit displayed an error code 43 after booting up - battery charge failure. The use of the instrument was unspecified. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the base unit displayed an error code 43 after booting up - battery charge failure was verified during preliminary analysis. The issue was resolved by replacing the assy system controller module -006 and the battery,12v,6.5 ah,certified. Preventive maintenance was performed per specifications. H.6: annex c and annex d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that there was no patient involvement, so no adverse effect occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.